Manufacturer narrative:
A manufacturing evaluation was completed: two small sections received with decontamination report. No part number or lot number is visible. As the plate broke across the screw threads the thickness, width at hole and centering were deemed appropriate for the manufacturing investigation. The minor diameter could not be checked as the broken section included that feature, feature is unobtainable. No manufacturing related issue was identified and/or confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient information is not available for reporting. Device broke intraoperative and was not implanted or explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device was used for treatment, not diagnosis if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The plate was removed on (B)(6) 2015; it is unknown when the plate initially broke. Evaluation summary attached box inadvertently checked; should have been not returned to manufacturer box. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported the breakage was close to a screw hole. It was reported that in (B)(6) 2014 the patient was operated on for a mandibular osteotomy. Two plates were used. The device was implanted on (B)(6) 2014 and was explanted on (B)(6) 2015. It was reported that one broken plate and six screws were removed and one new plate and six new screws were implanted. It was reported there was no prolongation of the explant procedure and no reported patient harm. The patient condition is reported as normal.

Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: it was reported that a maxtrix mandible plate broke, but the procedural step is unknown. No additional information available. This report is 1 of 1 for (B)(4).